Event description:
The hood of an advia centaur xp fell on the head of the operator while performing some troubleshooting. The operator completed the shift, visited the ER after the shift and took one day off. There are no known reports of intervention or adverse health consequences due to this injury.

Manufacturer narrative:
The top cover was loaded with an empty sample rack. The operator did not remove the sample rack before opening the cover. A siemens field service engineer (fse) visited the site. The fse tested the cover and did not find any issues with the cover that could prevent it from staying open once opened. The fse tested the cover and strut with and without sample racks. With sample racks the cover must be lifted to within 3 inches from the top (95% fully open) for it to hold itself up. With the sample racks removed the cover will hold itself when lifted about 10 inches above the closed position (about 30% fully open). The fse determined that the strut did not appear to be worn or compromised but he proactively replaced it. The instrument is performing within specifications. Further evaluation of the device is not required.